Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v815657, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v815657, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that patient¿s first implant lead wired stopped working, and had another implant. Additional information reported later indicated that patient was getting 50% or greater symptom reduction. It was indicated that the lead was involved in the reported event. It was indicated that patient had poor reprogramming and never functioned well unsure if patient was referring to trial or implant. It was indicated that reprogramming was done as troubleshooting and cause of event was not determined. An increase in severity was noted and patient recovered without perm impairment. It was later reported that patient previous neurostimulator ins failed. It was indicated that either there was a "bad lead or something.¿ the caller was unsure when the issue began. It was noted that the caller did not believe the patient ever felt stimulation but was unsure. It was indicated that the patient's symptom treatment was poor with the therapy at that time. It was indicated that the neurostimulator was replaced. A follow-up report will be sent if additional information becomes available.